Event description:
Boston scientific received information that while this device was programmed to electrocautery protection mode during a recent ablation, there was inhibition of pacing noted for less than 2 seconds. The device was programmed to maximum output, which prevented any further pacing inhibition. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that this device was explanted due to an infection that developed when the competitor right atrial (ra) lead was implanted. A temporary system is in place for the patient right now. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.